Event description:
The hospital reported that 2 heartstring seals failed, however, no further information was provided regarding the failure mode. No patient effect was reported by the hospital. On 11/16/2007, the devices were received, and it was noticed that the first seal looked like it did not deploy and the second seal was cracked. Both malfunctions are reportable malfunctions. This report is for the second seal.

Manufacturer narrative:
Investigation details: visual inspection verifies the seal is cracked. The complaint is confirmed. The lhr review was completed, and there was no non-conformance associated with this lot number.